Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt connection/connector won't latch) has been confirmed. Upon investigation the electrode belt was unable to properly latch. The cause for the failure was the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. Thermal damage due to high voltage travelling to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up and an electrode belt was unable to properly connect to a monitor.